Event description:
A site representative reported that during a ent case they were experiencing intermittent instrument tracking with at least two instruments (navigation pointer and shaver blade). She said that they had tried switching out the instrument tracker but were still getting red/green status. She said that they had the emitter positioned at 12 o'clock on the pt and was not sure how high above the bed it was, but noted that there shouldn't have been any other sources of metal interference. She said she had tried moving the emitter but it was unclear in which direction or which configurations were tried. No inaccuracy was reported. The case was completed using the investigation system with no pt impact.

Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and worked properly in a subsequent case.